Event description:
This pt was admitted to the hosp with a chief complaint of positive stress test. The pt was taken electively to the cardiac cath lab, where angiography revealed a 75% 17mm long lesion in the mid- rca. Aspirin and plavix were administered before, during and after the procedure. There were no difficulties in accessing or wiring the vessel noted. The mid-rca lesion was not predilated. A 3.0 x 18mm cypher stent was deployed to 15 atms with satisfactory results. The stent was not post-dilated. Flow through the stented segment was timi iii. Residual stenosis was reported to be 0%. The pt was discharged on aspirin and plavix the following day.